Manufacturer narrative:
Medical safety reviewed the event and noted the patient experienced adverse events with the impella 5.5 and is a serious injury. However, there is not enough evidence to exclude the impella rp flex as an associated factor to the patient's outcome (demise) with the report of inadequate pump flow and suboptimal positioning in addition to an adverse event. The impella rp flex is one of two devices associated with the event. Note the following: refer to initial medical device report for the impella 5.5-serial number (B)(6) with date of event on 11-apr-2025 and patient identifier ending in (B)(6). The impella rp flex pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support, post-operative aortic and mitral valve replacement surgery five days prior and was implanted with an impella rp flex device via the right femoral vein for bipella mechanical circulatory support. Prior to bipella support, heparin was stopped due to a nosebleed. Thereafter, approximately two days after start of the bipella support, the patient's urine was noted to be port wine color. Haptoglobin was low and labs were hemolyzing. The following day, an assessment was made for further patient bleeding (outcome of the assessment unnoted). Hemolysis was still present, however, with low haptoglobin, elevated lactate dehydrogenase, and red urine. Additionally, the impella rp flex flows were not within normal limits for given the performance level, and there was an abrupt change in motor current/flows noted at 06:00 in the morning. Previous posterial nasal bleeding led to clots, respiratory failure, and reintubation, and the team was, therefore, hesitant to restart anticoagulation. The next day, the patient vomited and aspirated overnight requiring reintubation. An orogastric tube was placed and set to suction with 500 milliliters of dark red output. Three units of packed red blood cells and two units of fresh frozen plasma were given. The patient lost pulses in right lower extremity, systemic heparin drip was initiated. The impella rp flex flows increased from 1.8 liters per minute (l/min) to 2.4 l/min. The patient had been started on continuous renal replacement therapy. On chest x-ray, the impella rp flex outlet appeared deep in left pulmonary artery. The physician was notified and bipella support was continued. The following day, the patient was taken to the operating room for veno-arterial extracorporeal membrane oxygenation (va ECMO) cannulation and impella rp flex explant. The impella 5.5 remained implanted and in place as verified by echocardiogram. However, three days later the patient would expire. Care was withdrawn.

Manufacturer narrative:
The investigation of hemolysis, positioning issues, and low pump flow has been completed. Data review: data logs confirmed the low flow and clinical narrative. Logs showed after pump started and run for 49 hours, motor current (mc) spiked followed low flow that triggered auto suction response and suction alarms. This event remained to the rest of the case. No positioning alarm was triggered during support. Product analysis: pump was returned in damaged condition (catheter was cut off and& only cannula was returned for analysis). Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. Conclusion: the root cause of hemolysis was biomaterial ingestion. The root cause of the low flow was biomaterial ingestion. The cause of the positioning issue was not determined due to insufficient clinical information.